Manufacturer narrative:
The insulin pump alarmed motor error during rewind due to corroded motor home switch. Unable to perform functional testing including displacement, rewind, basic occlusion, occlusion, prime and no delivery tests due to motor error alarm. The insulin pump was received with cracked case at the display window corner, cracked lcd window and cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported of a motor anomaly from the insulin pump. The customer's blood glucose reading was 317 mg/dl. The customer stated that there is a defective driver anomaly. The customer will be sent a replacement pump.